Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital after having a bloody bowel movement. Hematocrit and hemoglobin (h/h) upon admission was 7.5 and 24.2. The patient had another episode of bloody stools and then resolved. H/h then dropped further and the patient had additional bloody stools. The gastrointestinal physician was consulted and a video capsule endoscopy performed on (B)(6) 2018 was negative for bleeding. H/h continued to drop and was 5.3 and 17.9 on (B)(6) 2018. The patient was transfused 2 units of packed red blood cells and a double balloon endoscopy was performed which showed a single bleeding angiectasia in the ileum. This was treated with argon plasma coagulation. H/h improved after the blood transfusions and patient had no further bloody stools and was discharged to home on (B)(6) 2018. Anticoagulant at the time of event was warfarin. No additional information was provided.